Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after using bd insyte¿ autoguard¿ shielded IV catheters, two needles failed to retract. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: device/batch history record review findings: DHR review was performed on lot number 7054896. The lot number was built on afa line 7, from february 28, 2017 thru march 6, 2017. The review of the DHR revealed all required challenges samples and testing was performed per specification in accordance with the set-up and in process sampling plans. Per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. Set-up and in process samples for needle retraction by button activation were performed on various stages throughout the process, all the inspections passed per specifications. The peura (end user risk analysis) was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. Observations and testing: received two used iag 20ga unit in opened packages from the lot number 7054896. The units consisted of the needle safety barrel assembly and needle cover. Visual/microscopic examination: observed the needles were partially retracted into the safety barrel. Observed damage on the grip; inward causing the partial retraction. The damage was in the area at the bottom of the grip where it connects to the barrel. Functional test (needle retraction) was performed: the needle was pushed and repositioned to the out position. The button was depressed. The retraction was unsuccessful. Conclusions: the defect needle retraction failure; as stated as the reported code was confirmed with the returned unit and the photos submitted for review. The returned unit displayed damage to the grip component. This damage inhibited a full retraction of the needle into the barrel upon activation. The defect can be related to the manufacturing process. The plug probe and the load barrel stations in zone 5 have the ability to become misaligned and produce the type of damage observed in the returned sample. When there is a misalignment, the probe inadvertently contacts the edge of the grip and causes the damage observed in the complaint. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.

Event description:
It was reported that after using bd insyte¿ autoguard¿ shielded IV catheters, two needles failed to retract . There was no report of exposure, serious injury or medical intervention.